Event description:
Per the clinic, the patient experienced an infection and inflammation at the implant site since (B)(6) 2025 (specific date not reported). It was also stated that the ent doctor suspected that inflammation was due to allergy. Subsequently, the patient was treated with topical steroid to treat the infected areas (specific date and duration not reported). The implanted device remains.